Manufacturer narrative:
Concomitant medical products: 4396-88 lead, implanted: (B)(6) 2013, 6949-65 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed the right atrial lead was intermittently undersensing during a monitored ventricular tachycardia (vt) episode. The lead remains in use. No patient complications have been reported as a result of this event.